Manufacturer narrative:
Product analysis: the product remains implanted, therefore no product analysis can be performed. Conclusion: conduction disturbances are known potential adverse effects associated with any cardiac or thoracic procedure (open or catheter-based) and can be resolved with medical treatment or the implant of a permanent pacemaker (with the risk-benefit ratio in favor of implant of the percutaneous aortic valve). A conduction disturbance does not indicate a device malfunction or potential manufacturing issue. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that four days following the implant of this transcatheter bioprosthetic valve, atrio-ventricular (av) block was noted. Six days following the valve implant, a permanent pacemaker was implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon review of this event it was noted that the incorrect event date had been inadvertently entered into the initial report. The date the permanent pacemaker was implanted was (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.